Manufacturer narrative:
Failure analysis revealed that the insulin pump had a loose drive support disk and cracked case at the right corner of the display window.

Event description:
It was reported that the customer's insulin pump has a crack, and it can be seen on the side of the device. No further information was provided.